Manufacturer narrative:
During review of the alarm trace data, sample clot alarms and sample bubble alarms were observed from the morning of the event. Poor sample quality will cause the sample probe to become dirty. Photos of the samples show that the samples either have a fibrin clot or that the samples have gel globules; both are indicative of samples not being prepared correctly. The customer found that the samples had been prematurely evacuated from the sample probe and found on the incubator cover. This shows the seal between the sample probe and disposable tip was not correct and confirms the customer's observation of a dirty sample probe. The investigation determined the event was consistent with a pre-analytical handling issue at the customer site. Product labeling states: "contamination: insoluble contaminants in samples, bubbles, or film inside a sample container may cause blockage or pipetting volume shortage leading to compromised measurement accuracy. Foam or films: foam, fibrin clots, or bubbles in sample types may cause pipetting volume shortage and lead to incorrect results." The investigation did not identify a product problem.

Manufacturer narrative:
Na.

Event description:
The initial reporter complained of discrepant low results for 2 patient samples tested for elecsys tsh (tsh), elecsys t3 (t3), elecsys t4 (t4), elecsys ft3 (ft3) and elecsys ft4 iii (ft4 iii) on a cobas 6000 e 601 module. Patient 1 initial tsh result was 0.266 uiu/ml. The repeat result was 2.800 uiu/ml. The initial t3 result was 0.51 ng/ml. The repeat result was 0.967 ng/ml. The initial t4 result was 0.70 ug/dl. The repeat was 7.74 ug/dl. The initial ft3 result was 1.03 pg/ml. The repeat was 3.46 pg/ml. The initial ft4 iii result was 0.76 ng/dl. The repeat was 1.16 ng/dl. Patient 2 initial tsh result was 0.051 uiu/ml. The repeat result was 1.540 uiu/ml. The initial t3 result was 0.74 ng/ml. The repeat result was 1.83 ng/ml. The initial t4 result was 0.60 ug/dl. The repeat was 8.04 ug/dl. The initial ft3 result was 1.15 pg/ml. The repeat was 4.30 pg/ml. The initial ft4 iii result was 0.29 ng/dl. The repeat was 1.16 ng/dl. The initial results for both patients were performed on (B)(6) 2021 and the results were reported outside of the laboratory. It was noted that the sample probe was dirty and there was glue residue on the hatch plate cover. After cleaning the sample probe and the glue from the hatch plate cover, both samples were repeated. The repeat results for patient 1 were performed on (B)(6) 2021 and the repeat results for patient 2 were performed on (B)(6) 2021. No reagent lot numbers with expiration dates were provided.